Event description:
Additional information received indicated increased pacing impedance and capture threshold were observed on the right ventricular (rv) lead. No further intervention was performed. The patient was in stable condition.

Event description:
During follow-up, oversensing due to a loss of capture was observed on the right ventricular (rv) lead. The event was resolved by reprogramming the device. The patient was in stable condition.